Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy with red pimples under te pads. The patient reported a known allergy to nickel. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed corticoids and a moisturizing, soothing cream for the rash. Outcome of the rash is unknown.